Manufacturer narrative:
(B)(4). Investigation summary: a picture of the sales unit box along with the device was returned. Upon visual inspection of the pictures, the sales unit box appears to be damaged on the corner. The analysis results of the device found that the harhd36 device was returned inside its package. Upon visual inspection, it was observed that the blister was damaged. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.,it was reported that the device had packaging/packaging device issue. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.,a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, customer reports a shortage and damaged harhd36. Customer ordered one box and received one each. The one device received was damaged. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.